Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-dec-2017 with the following findings: during investigation, the battery compartment was found to be cracked from the threads to the left side of the grip pad and above the grip pad to the threads. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was cracked/damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.